Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse that the battery was depleting faster than expected. The device remains in use. No patient complications have been reported as a result of this event.